Manufacturer narrative:
During inspection and testing, a section of the coating on the connecting tube greater than 1mm squared was peeling due to deterioration. The reported leak was confirmed during inspection and testing. Due to a cut on the bending section cover, the scope was not water tight. The reported damage to the insertion section was confirmed. A scratch was found on the connecting tube due to physical stress. The report of the bending section being deformed was not confirmed during inspection and testing. In addition, the distal end cover was scratched due to handling, the adhesive on the bending section cover was detached due to deterioration, and angulation in the up direction did not meet standard due to elongation of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the bending section cover of the subject device was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating on the connecting tube was peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported device issue. However, it was probable that the problem occurred because the device was exposed to physical and chemical stresses. With respect to the physical stresses, the following presumptions were made: -the insertion section interfered with and was rubbed against the mouthpiece. -the device was used in the procedure while the insertion section was not smoothly passed through the endotracheal tube. With respect to the chemical stresses, the following presumptions were made: -a non-water-soluble spray-type pharyngeal anesthetic (e.g., a xylocaine spray) was directly sprayed on the insertion section. -the device was reprocessed by a detergent solution which was not recommended by olympus. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube ·compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions. Olympus will continue to monitor field performance for this device.